Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of red led light comes on the unit was not identified during the customer call. After troubleshooting tech support recommended to replace the harness assembly. Customer stated that he would replace the part and if still having issues he'll call back so he could send it in for depot repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer stated that the unit pass preventive maintenance, battery shows complete charge, customer wanted to know why the red led light comes on the unit sometimes. There was no patient involvement.